Event description:
There was no reported patient impact associated with this complaint. Evaluation revealed that the force sensor flex pins were partially dislodged.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor pins were partially dislodged. There was no evidence in the pump history that the pump lost prime. No "ezprime" defects were duplicated.